Event description:
The customer received a no delivery alarm while priming the insulin pump for the first time after receiving it. The customer also received a battery out limit, which was expected after the battery is initially placed in the insulin pump. The customer was assisted with changing out her infusion set and priming. She also received a check settings alarm after the first priming. The customer's blood glucose was 247 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.